Event description:
The manufacturer received information alleging a "service required" alarm condition occurred related to low inspiratory pressure. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded event log and the device failed a test step during testing. The device's active exhalation control module was replaced to address the issue.